Manufacturer narrative:
Evaluation summary: the visi-pro was inspected and found no damages to the catheter shaft or manifold. The stent was loaded on the balloon segment and inspected under microscope. Clear fibers were observed sticking out from the stent segment. The fibers were consistent with the appearance of being wiped down with a cloth. The stent was secured on the balloon. The distal end of the stent showed a portion protruding outward. It was discovered one of the tantalum spheres of the stent was bent and crossed under one of the stent struts. Functional testing: a 0.035" guidewire was front-loaded the catheter. The balloon port of the manifold was connected to a lab inflation device filled with water. Pressure was applied and it was noted at approximately 2 atm the distal and proximal ends of the stent started to expand. At 4 atm the balloon was inflated and the stent was expanded. The stent was able to be removed from the balloon. Traces of dried blood was noted at the distal and proximal ends of the stent. The tantalum sphere remained bent under one of the struts, but the entire stent expanded as intended.

Event description:
Physician was using a visipro ballon-expandable stent to treat a lesion. It was reported that the stent would not deploy. The hcp is of the opinion the stent was crimped on too tight. There were no interventions required or patient injury reported.